Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. 472.375s / l289010 manufacturing location: (B)(4). Manufacturing date: 07.feb.2017, expiry date: 01.jan.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with the proximal femoral nail antirotation (pfna) on (B)(6) 2017 after suffering a fall. On unknown date, it was determined the pfna nail had broken post-operatively. Patient was returned to surgery on (B)(6) 2017 for revision surgery.concomitant devices reported: pfna blade (04.027.036s, lot l296670, quantity 1), locking bolt (part number unknown, lot number unknown, quantity 1), this report is for one (1) 10mm 130 degree pfna nail 200mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: indication: per the operative report from (B)(6) 2017, it was reported that the indication for the revision surgery was due to the development of pseudoarthrosis and the fracture of the implant during the patient's rehabilation stay.

Manufacturer narrative:
Date returned to manufacturer. A manufacturing investigation action was conducted/performed. The report indicates that the subject device has been received and the "investigation summary" is a conclusion from document(s). A DHR review was performed for the affected work order (B)(4)/lot l289010, no abnormalities or deviations, neither ncs were detected, which could lead to the complaint failure. As relevant for the complaint condition; nail broken, the outer diameter (16.5mm) as well as inner diameter (4.4mm) were identified and measured. The relevant dimensions were measured near of the broken region and they have fulfilled the specifications. The citrus shape, where the nail was broken, could not be measured. During manufacturing the dimensions: the inner diameter 4.4 and citrus shape, were 100% checked with a go/no go gage and have fulfilled its specifications, no manufacturing error found. Product was manufactured according to its specifications. Therefore, during the manufacturing process the lot (l289010) was inspected through the inspection sheet and have meet its specifications. The raw material certificates were checked and the used raw material has fulfilled the specifications. Based on the investigation results, this complaint is confirmed since the nail is broken as claimed by the customer. However, this complaint is rated as not valid because the relevant dimensions of the nail were measured as well as the relevant manufacturing documentation related to the article (472.375s) was reviewed and no manufacturing issue could be found. Since no manufacturing issue was identified and this complaint is not valid, therefore review to the specific prm and pra line is not applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.